Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station new patients and orders was not crossing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the station new patients and orders was not crossing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that new patients and orders were not crossing over the station. The technical support specialist (tss) identified that all devices were in critical override. It was observed that messages were crossing the interface as expected, but a purge process was interfering with accurate reporting of message status. These factors contributed to communication inconsistencies across the system. The system functioned as intended after the technical support specialist troubleshooted the issue.